Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a6, d1, d2, d4, g4, h4, h6.

Event description:
Patient reported right side rupture via ultrasound. Device has been explanted.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on radius side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: ¿ creases were observed. ¿ stress marks observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Health effect-f1905-device revision or replacement. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture via ultrasound. Device has been explanted.